Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. There was no difficulty connecting the non-cordis sheath with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed-back significantly slowed or stopped. The indicator did not show black or red, and the plug deployment button was not pressed during retraction. Upon removal, the indicator wire loop was deployed with no anomalies noted. The device was not deployed outside the patient¿s body. A retrograde approach was used during an interventional procedure. The patient was in good condition post-procedure. The operator was trained in using the device, and the vcd was stored and prepared per instructions for use (IFU). No visible damage to the device or packaging was observed. A short non-cordis sheath was used. The femoral artery¿s suitability, including the insertion angle, was verified on angiography, and the vessel diameter was confirmed to be =5mm. There was no stent, >50% stenosis, prior closure, or pre-existing complications such as hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. There was no difficulty connecting the non-cordis sheath with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed-back significantly slowed or stopped. The indicator did not show black or red, and the plug deployment button was not pressed during retraction. Upon removal, the indicator wire loop was deployed with no anomalies noted. The device was not deployed outside the patient¿s body. A retrograde approach was used during an interventional procedure. The patient was in good condition post-procedure. The operator was trained in using the device, and the vcd was stored and prepared per instructions for use (IFU). No visible damage to the device or packaging was observed. A short non-cordis sheath was used. The femoral artery¿s suitability, including the insertion angle, was verified on angiography, and the vessel diameter was confirmed to be =5mm. There was no stent, >50% stenosis, prior closure, or pre-existing complications such as hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (6f) was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. No additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the simulated deployment test could not be completed as received since the deployment lever arrived partially depressed and the plug was already partially deployed. However, it was possible to fully depress the lever, resulting in a fully deployed plug. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18446473 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition. The exact cause of the indicator window event reported could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position, deployment lever partially depressed, and the plug partially deployed. Additionally, it was reported that the deployment lever was not depressed; however, the returned device was received with the deployment button partially depressed and the plug partially deployed. During the analysis, the deployment lever was fully depressed, and the plug deployed with no issues noted. Based on the limited information available for review and product analysis, user related factors (user error) contributed to the issue experienced by the user as the deployment lever was found to be partially depressed and the plug partially deployed with no other anomalies noted. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. There was no difficulty connecting the non-cordis sheath with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed-back significantly slowed or stopped. The indicator did not show black or red, and the plug deployment button was not pressed during retraction. Upon removal, the indicator wire loop was deployed with no anomalies noted. The device was not deployed outside the patient¿s body. A retrograde approach was used during an interventional procedure. The patient was in good condition post-procedure. The operator was trained in using the device, and the vcd was stored and prepared per instructions for use (IFU). No visible damage to the device or packaging was observed. A short non-cordis sheath was used. The femoral artery¿s suitability, including the insertion angle, was verified on angiography, and the vessel diameter was confirmed to be =5mm. There was no stent, >50% stenosis, prior closure, or pre-existing complications such as hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18446473 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.